Event description:
It was reported that that this pacemaker device was exhibiting premature battery depletion behavior and an unexpected increase in battery power usage. Boston scientific engineering analysis of device data indicated that there was a device power usage increase on a specific date approximately three months earlier. It was also noted there was a significant decrease in right atrial (ra) intrinsic beats and a change in ra pace impedance measurements at that time as well. The analysis indicated that it appeared to be consistent with a device hardware issue affecting ra pacing. A device replacement was recommended. Analysis indicated the device should have capacity to support therapy for 90 days. Boston scientific technical services noted that based on stable ra threshold measurements, the issue appears to only impact ra sensing and device battery, and the device should continue to have ra pacing ability. The device was subsequently explanted and replaced approximately one week later. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion behavior and an unexpected increase in battery power usage. Boston scientific engineering analysis of device data indicated that there was a device power usage increase on a specific date approximately three months earlier. It was also noted there was a significant decrease in right atrial (ra) intrinsic beats and a change in ra pace impedance measurements at that time as well. The analysis indicated that it appeared to be consistent with a device hardware issue affecting ra pacing. A device replacement was recommended. Analysis indicated the device should have capacity to support therapy for 90 days. Boston scientific technical services noted that based on stable ra threshold measurements, the issue appears to only impact ra sensing and device battery, and the device should continue to have ra pacing ability. The device was subsequently explanted and replaced approximately one week later. There were no additional adverse patient effects.